Event description:
(Per contact, physicians) were doing a bronchosopy using a honeywell pentax eb158k scope. When they tried to withdraw the mw-319 into the channel the distal tip of the device came off in the pt's right main stem (trachea). The part (hub) was retreived with a biopsy forcep. A 19 gauge single needle was used to finish the procedure.